Event description:
Routine testing done prior to device restock noted low battery voltage reading of 2.78v. The device was received in the unopened original shipping package and was sent for further analysis.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.